Event description:
It was reported by service report that the brakes would not hold. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The reason for the sterilization starting with 90xxx is to provide clarification following a change to stryker's electronic complaint systems.